Manufacturer narrative:
(B)(4) (partial deployment). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4): device not returned.

Event description:
It was reported to boston scientific corporation that a model-enteral ng was used during a crc procedure performed on (B)(6), 2010 according to the complainant, the physician placed the stent in the colon and started the deployment. Once the physician finished pulling the outer sheath and reached the proximal end, only sixty percent of the stent was deployed and he could not reconstrain the stent before he removed it from the patient. The procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
Device evaluation: a visual examination of the returned device found that the stent was partially deployed by 90mm and the t-bar connector was retracted to 15mm distal to the hub. There was evidence of stretching of the outer sheath giving a distance of 2344mm from the t-bar connector to the distal end of outer sheath. This indicates that the outer sheath had been stretched for a distance of approximately 29mm and explains why the proximal end of the stent was still captured by the outer sheath although the outer sheath had been almost fully retracted. This type of damage is consistent with excessive tensile force having been applied to the shaft. The overall length of the device was within specification. During analysis when an attempt was made to reconstrain or deploy the stent a resistance was met. The shaft was dissected and the inner lumen and stent were withdrawn. No issues were noted with the profile of the stent and it measured the correct dimensions per the product label. No issues were noted with the profile of the inner lumen. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The most probable root cause classification of this investigation is operational context. This root cause is assigned due to the condition of the returned device. There was evidence of stretching of the outer sheath which is consistent with excessive tensile force having been applied to the shaft.

Event description:
It was reported to boston scientific corporation that a model-enteral ng was used during a crc procedure performed on (B)(6), 2010 according to the complainant, the physician placed the stent in the colon and started the deployment. Once the physician finished pulling the outer sheath and reached the proximal end, only sixty percent of the stent was deployed and he could not reconstrain the stent before he removed it from the patient. The procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.